Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not hold their reservoir due to a damaged reservoir tube lip. The patient's blood glucose at the time of incident was near 400 mg/dl. The patient reported treating via bolus and feeling great. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. We were unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The insulin pump was received with all operating currents within specification and passed the rewind, unexpected restart error test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on lcd window, broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.